Event description:
It was reported that the patient's skin broke down while on the mattress.

Manufacturer narrative:
The product is not being returned to MFR for evaluation; no product malfunction is alleged.